Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored an untreated episode showing mechanical noise. The physician suspected a fracture of the electrode. Technical services discussed troubleshooting to try and recreate the noise with pocket manipulation and patient movements, and x-rays to evaluate the connection between the device and electrode. It was later reported that the physician elected to explant the s-ICD system and no new device was implanted as the patient no longer met indications for ICD therapy; their ejection fraction had recovered. No additional adverse patient effects were reported. The explanted device and electrode were returned for analysis.